Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during lobectomy, the reload was loaded for the second firing, the safety of the cartridge was functional but the device could not fire . The procedure was completed with another device. There was no patient injury.